Event description:
The patient contacted animas on (B)(6) 2014 reporting that the pump emitted a call service 064 alarm. The patient stated that the call service alarm occurred when they were performing the basal function. The patient reported that their blood glucose (bg) went up to 24mmol/l with nausea, vomiting, and abdominal pain. The patient was taken to the emergency room. The patient was disconnected from the pump. The patient was treated with insulin via injection. It was determined that the time and date were set incorrectly. This report is being made due to the hyperglycemic event the patient experienced due to an alleged call service alarm issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/30/2016 with the following findings: the alarm history shows a cs-064-0008 on (B)(6) 2015 05:24. Due to continuous use of the pump the black box data/histories for the event have been overwritten. The bb for event date is not available due to continued pump use. Rewind, load and prime steps performed successfully. Pump exercised for 24 hours with no alarms occurring. The available tdd¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover and internal moisture was observed on the pcb and internal components. The display screen has a pinkish contrast. The complaint was verified in the history but could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.